Manufacturer narrative:
Summary: investigation into this event showed that the event was limited to a single reagent pack. Replacing the reagent pack with a different pack from the same lot yielded acceptable qc results. Review of data log files did not indicate any analyzer issues. The customer discarded the pack in question; therefore, no additional testing was possible. The root cause of the event could not be determined.

Event description:
A customer observed negatively biased valp qc and patient results on the vitros 5.1 fs analyzer. No biased results were reported. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.